Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that when the surgeon was removing the connecting screw on the tfn-advanced proximal femoral nailing (tfna), the connecting screw had seized to the nail and they had a difficult time disconnecting the connecting screw from the nail. The screw did not break; it was stuck to the nail. After much force the surgeon was able to remove the screw from the nail. The nail is still implanted. There was a surgical delay of two (2) minutes. Procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation evaluation: one cannulated connecting screw (part number 03.037.010, lot number 9343564) was received with the complaint category of ¿device interaction: sticks/jams/stuck.¿ one 12mm/130 degree titanium cannulated tfna, 170mm, sterile (part number 04.037.242s, lot number 9841643) and one unknown insertion handle were also reported, but not received for investigation. Radial wear markings along ends of the shaft and at the outer diameter of the hex end of the screw were observed. Heavy wear within the thread flanks that resembles galling was also present. The complaint condition is confirmed. The returned cannulated connecting screw shows significant signs of wear. This type of heavy wear is indicative of galling between the components. Further investigative actions have been initiated in order to investigate this matter. From the preliminary results of the investigation, the soft tissue pressure has been deemed to be the root cause of the binding of the tfna connecting screw. However, without the nail or other instruments used in this complaint event, it is hard to determine the exact root cause of the difficult disassembly. Thus, a root cause could not be definitively determined. A review of the relevant drawings has been conducted. Relevant verification and validation activities confirm the instruments mate and function as intended. Additional tests confirm the connecting screw can withstand the simulated loads and function as intended as compared to legacy nail systems. The job of the cannulated connecting screw is to mate the insertion handle to the nail and to be easily removable once the nail and any locking elements have been inserted. A standard femoral nailing procedure uses relatively small incisions that can cause the soft tissue to apply forces on the instrumentation which create moments on mating connections causing difficulty in assembly and disassembly of the instruments. An incorrect starting incision that is not adjusted during the procedure can amplify this problem by adding excessive force on the instruments from the soft tissue. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.